Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. There was no damage noted along the body of the fiber and to the fiber face within the sma connector. Functional analysis revealed the "attach laser fiber" message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal tip was bright, clear and round with effective transmission of 98.0%. The condition of the returned incident device showed no evidence of the alleged issue which could have contributed to the event. Based on all gathered information, the most probable root cause is: not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on january 20, 2017 that an accumax 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, the laser fiber was side firing. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Reported event of fiber misfired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 20, 2017 that an accumax 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, the laser fiber was side firing. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.